Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6fr sheath, after a diagnostic procedure. Reportedly, when depressing the plunger to split the sheath slight resistance was felt. The sheath was completely split and the clip was deployed. Hemostasis was achieved with the device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The analysis of the returned product revealed, the plunger was partially retracted with the thumb advancer was halfway advanced. The tube set was in deployed alignment and the sheath was completely split. The reported thumb advancer difficulty could not be confirmed. The cause was related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.